Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right atrial lead exhibited noise. The right atrial lead was removed and replaced. No patient consequences were noted.

Manufacturer narrative:
The reported event of noise was not confirmed. As received, a complete lead was returned in one piece measuring 45.8 cm. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.